Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the left ventricular lead exhibited loss of capture after the catheter was slit. The lead was not used. No patient symptoms were reported.